Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery resident implanted stem in extreme virus.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(resident implanted stem in extreme virus)." The previous surgery and the surgery detailed in this event occurred on the same day. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to the stem was implanted in extreme virus. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.